Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the keypad was torn at the up arrow, down arrow, and ok keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow, down arrow, and ok keypad button key contacts are inverted. There was evidence of corrosion found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.